Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the priming process was louder and time was slower. Customer¿s blood glucose level was unknown. Customer also reported that they received scratches dents from wear and tear, battery not lasting and no delivery alarms. Troubleshooting was declined. The device will not be returned for analysis.